Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal circumflex artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced. Some resistance was felt with the lesion. The stent was implanted at 14 atmospheres. Post-deployment, a distal edge dissection was observed. An additional xience prime stent was implanted to treat the dissection. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection of the coronary artery is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.